Event description:
It was reported via email that no disposable pump wont run alarm was experienced. Unresolved with multiple troubleshooting attempts. Green flow stop noted. Patient not affected. No additional information available.

Event description:
Reference (B)(4) for related complaints, documenting cassette. Per email: no, disposable pump won't run, unresolved with multiple troubleshooting attempts. Green flow stop noted. Rate 2.3, resvol 74.3, given 31.40. Patient not affected. No additional information available.

Manufacturer narrative:
Other text: product information was updated.